Manufacturer narrative:
Mml# (B)(4). Other device explanted: model: 8145. Description: reactiv8 implantable stimulation lead. Serial numbers: (B)(6). UDI#: (B)(4).

Event description:
It was reported that the patient experienced leg and pocket site pain. Reportedly, the patient had a history of leg pain prior to the implant of the reactiv8 system. The clinical specialist visited the patient and reported that the implantable pulse generator (ipg) site appeared irritated, and the patient reported an increase in symptoms after the clinician palpated the ipg. The entire ipg and leads were explanted without complications. There was no report of patient harm or injury.